Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of (2) meters from the surgery field. No additional information is available on this specific case and the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera from samples taken in (B)(6) 2021. The laboratory report confirming the reported contamination has been provided to livanova. Reportedly, the customer decided to perform repeated cycles of routine disinfection and monthly water samples were always negative for bacterial culture. There is no known patient involvement.